Event description:
It was reported that the user started a new dexcom g7 sensor on the dexcom app first, after which blood glucose values displayed in the dexcom app but did not display or pair to the ilet, consistent with an intermittent communication failure associated with the device¿s antenna or related electrical/magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported intermittent communication failure and involvement of the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was user interface or connectivity-related factors.